Event description:
During on-site service testing, the baxter technician reported an infusion pump with a failure code 570 found in the event history. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary:the reported failure code 570 was confirmed in the event history by the baxter repair technician, during on-site service testing. Inspection of the device revealed the main batteries had 2 discharges below alarm threshold. The main batteries were replaced and device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.